Manufacturer narrative:
Report confirmed. Three of the four broken tools were returned. Additional unused tools from the same lot were returned. The three broken tools were heavily oxidized and the diameter could not be measured accurately. Evaluation determined that each of the three broken tools fractured at the proximal start of the spiral fluting. The fracture locations are consistent with maximum stress in plane bending on these types of tools. The likely cause of the three tools fracturing was identified as failing from fatigue in plane bending due to excessive force. An unused tool returned from the same lot number was measured for core diameter, and was within specification. The user manual contains the following warnings ¿bending or prying may break the accessory, causing harm to patient or staff. Do not use excessive force to pry or push bone with the attachment, tool or blade during dissection.¿ we will continue to monitor this complaint type for trends. (B)(4).

Manufacturer narrative:
Report inconclusive. No evaluation was performed, as the devices were not returned. If the devices are returned in the future, product analysis may be performed. Evaluation of the photograph supplied appears to show a broken tool. The user manual contains the following warning ¿bending or prying may break the accessory, causing harm to patient or staff. Do not use excessive force to pry or push bone with the attachment, tool or blade during dissection.¿ we will continue to monitor this complaint type for trends. (B)(4).

Event description:
It was reported four tools or burrs with the same lot number broke while performing a craniotomy. It was also reported there was no patient injury. On follow-up it was confirmed there were no additional or non-routine actions taken as a result of the burr breakage. In addition, it was confirmed there were no x-rays taken, and the craniotomy was delayed approximately ten minutes in order to try other burrs. There were no patient complications related to the broken tools/burrs.